Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure due to elective replacement indicator (eri). During procedure, the atrial set screw was stripped and stuck in header. The right atrial lead was removed from the header using bone cutters. The device was explanted and replaced. The atrial lead measurements were stable, and the lead was reused on the new pacemaker. The patient was stable throughout and was discharged.

Manufacturer narrative:
The reported event of stripped set screw was confirmed. The device was received in backup mode with battery voltage nearing elective replacement indicator (eri). The device was visually inspected, and it was noted that the header was broken from the device and both septum was not returned with the device. The set screw was stripped due to user error and the cause of stripped setscrew was due to the foreign material found inside the setscrew inset, which prevented the torque wrench to be fully engaged in the setscrew inset. The device was tested at the bench and no anomalies were found besides being at elective replacement indicator (eri). Longevity assessment was performed, and the device exceeded the projected longevity, hence it was considered as normal longevity. Backup vvi alert was discovered and is consistent with exposure to cold temperature post explant.